Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR:the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildy tortuous and mildy calcified vessel. A 2.50mm x 12mm emerge¿ catheter balloon was advanced to dilate the lesion. However, upon first inflation, the balloon ruptured at 8 atmospheres. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.